Event description:
It was reported that the device is showing no disposable pump won't run alarm. Issue was resolved through troubleshooting and patient education. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. Initial reporter also sent report to FDA is unknown.